Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer stated keypad was unresponsive and received a blank display in the insulin pump. It is also reported critical pump error and getting a beeping sound continuously troubleshooting was performed and the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue pump use and revert to the backup plan as per instructions and it will be returned for analysis.

Manufacturer narrative:
Pump immediately flashed white screen once installing an aa lithium battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, keypad voltage test, and self test due to flashing white screen. Test p-cap and reservoir locked properly into the reservoir compartment. Unable to download pump history files and traces using thump and carelink software, unable to generate reports due to flashing white screen. Pump was cut open to perform visual inspection and found the lcd flex circuit on pcba 1 burned. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, overlay scratched, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for e/a alarm unspecified, keypad unresponsive/button error alarm, and audio/vibrate anomaly/absence of alarm, and critical pump error (open book image) due to flashing white screen. Unable to download was confirmed due to flashing white screen. Flashing white screen was confirmed during testing due to burned lcd flex circuit on pcba 1. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.